Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that underfill occurred during use with bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "the present is to notify you that I have tubes without a vacuum, I got up to 25 continuous tubes in a box so I asked to stop using that lot. Additional information: the customer reports that more than 10 units was affected in 3 days. The volume labeled is 5 ml and it was not filled or partially filled. The tube expiration date is 2020-07-31. It was used a discard tube. The defect is not occuring with some person or department in particular. The extraction method used was wingset. The customer has used btd to transfer the blood to the tube. The wingset was well connected. The tubes was not exposed to extreme heat."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for draw volume with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that underfill occurred during use with bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: "the present is to notify you that I have tubes without a vacuum, I got up to 25 continuous tubes in a box so I asked to stop using that lot. Additional information: the customer reports that more than 10 units was affected in 3 days. The volume labeled is 5 ml and it was not filled or partially filled. The tube expiration date is 2020-07-31. It was used a discard tube. The defect is not occuring with some person or department in particular. The extraction method used was wingset. The customer has used btd to transfer the blood to the tube. The wingset was well connected. The tubes was not exposed to extreme heat."